Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2024-22702. Related manufacturer reference number: 2017865-2024-22699. It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) and right atrial (ra) leads were found to have exhibited failure to capture. The physician elected for the rv and ra leads to be replaced. Prior to the procedure, the pacemaker could not be interrogated and had no low voltage output during the procedure. The pacemaker, rv and ra leads were all explanted and replaced. The patient was in stable condition throughout.